Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields - e1 (initial reporter), h6 (medical device ¿ problem code) a getinge field service engineer (fse) evaluated the unit and replaced compressor, vacuum regulator, backplane board, power management board, temperature sensor and monitor bezel as a precaution due to a crack. There were no functional issues.

Event description:
N/a

Event description:
It was reported that during patient use, after 25 hours, the cardiosave intra-aortic balloon pump (iabp) unit' system overheated. A restart was performed, but "maintenance required" and "system error code #14" occurred, so it was not possible to continue using the system. The system was switched to an in-house machine and treatment continued. (The log suggests that the treatment stop time until the device change was about 15 minutes.). There are no reports of patient damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.